Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced severe chronic pain, ongoing infections, severe pain during intercourse, permanent and debilitating injuries, incontinence, depression, and will require future medical care.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced poor stream, dyspareunia (during and after intercourse), pain with walking, vaginal pain, back pain, vaginal bleeding, mesh exposure, infected tot mesh, left pelvic cyst, stage one cystourethrocele and underwent revision surgery for mesh erosion. Patient then received a gynecare implant and experienced mesh erosion, pain in left groin and left thigh (unable to sit or walk for prolonged period), tender scar tissue at incision site, dysuria, hard stool (with blood), hematoma over mons area, decreased sensation in vagina, urgency, bladder oversensitivity, cystourethrocele, fascia scarring and severe tenderness of rectus muscles and adductor muscles of hip. She also underwent another explant surgery for mesh erosion and then a burch colposuspension for recurrent stress urinary incontinence. Patient had several ec visits for abdominal pain.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(4)".